Event description:
As stated by the customer 2010-(B)(6): it was reported that a nurse picked up the battery charger and the back cover fell off. The nurse then came into contact with the internal parts of the charger and received an electric shock and burned finger. The nurse was given treatment and ECG at a&e and was reported to be well afterwards. It was also reported after the incident, the sealed charger unit had been damaged and was cracked. The charger has been quarantined and is located in the (B)(6) office. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID.